Manufacturer narrative:
Initial reporter postal code of the initial medwatch report should indicate (B)(6).

Event description:
A third-party service agent contacted stryker to report that their customer device would intermittently display a blank screen during use. A blank screen is indicative of a device lockup and defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker. A third-party service agent evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted stryker to report that their customer device would intermittently display a blank screen during use. A blank screen is indicative of a device lockup and defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.